Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluders was selected for implant on (B)(6) 2024. At the beginning of the procedure it was noted that 4000 units of heparin was administered and after gaining transseptal puncture, another 3000 units was administered. The left atrial appendage (laa) diameter was measured with echocardiogram with the landing zone as 23mm and through CT angiography as24mm. The act was measured twice with an index error of 999. The device was inserted into the patient. One partial re-capture was noted. The device was implanted. Post-implant a small pericardial effusion was noted. The pericardial effusion led to a cardiac tamponade. The act was measured again with a score of 418. 3000 units of protamine was administered. Two hours later a pericardiocentesis was performed and 450ml of blood was drained. The following day an additional 250ml was drained.

Event description:
.

Manufacturer narrative:
An event of pericardial effusion which lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.